Event description:
It was reported by svc report that the legs on the cot do not extend fully. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer lift tube assembly.